Event description:
The customer states that a infant generated a total bilirubin assay result of 660 umol/l (38.60 mg/dl) on a non-abbott platform. This infant was then transferred to the customer's hospital and a sample taken generated a total bilirubin result of 351 umol/l (20.5 mg/dl) on the architect c8000 analyzer with the clinical chemistry total bilirubin assay. This sample also had an icterus index of 894 umol/l (52.28 mg/dl). The customer states that the non-abbott platform results appear to be correct and is concerned that the c8000 analyzer may be generating results that are significantly lower. The customer then sent an email to other total bilirubin assay users in another country, giving the example of the above and stating diluted sample results of (1:5) = 586 umol/l (34.27 mg/dl) and (1:10) = 594 umol/l (34.74 mg/dl). The customer asked if anyone else has seen this in their labs. No suspect results were reported from the lab. There is no sample left for any further investigation. There is no report of any impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Investigation in process, no method, results or conclusion code can be chosen at this time. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation results: this issue occurred with one patient sample with an extremely high concentration of unconjugated bilirubin. Original data generated from launch of total bilirubin ln 6l45 was reviewed for this investigation. The issue appears to be based on an idiosyncrasy of one case over the life of the product. Sample was not available for this investigation, so determining root cause was not feasible. From studies performed in this investigation it is possible to say that formulation of the r1 reagent contributed to under-recovery of unconjugated bilirubin when the amount of bilirubin present in the sample volume is very high. Reduction of the sample volume mitigates this phenomenon. Clinical chemistry total bilirubin reagent lots 65084hw00 and 64047hw00 were used to test lyphochek controls, verichem standards and commercially obtained, processed normal human serum spiked with prepared unconjugated bilirubin in various concentrations. The samples were tested with and without autodilution turned on, as well as at read times of 20-22 and 30-33. The reaction graphs indicated the reaction is not going to completion at either read times resulting in lower results. Testing showed improved recovery for spiked neonatal samples using the 1:5 or 1:10 autodilution parameters, and for samples with reduced sample volume and constant reagent volume. From studies performed in this investigation it is possible to say that formulation of the r1 reagent contributed to under-recovery of unconjugated bilirubin when the amount of bilirubin present in the sample volume is very high. Based on the testing data, the total bilirubin sample volume will be changed from 4.0 ul to 2.6 ul to optimize the performance of the assay. The total bilirubin sample parameter change was communicated to all customers with a product correction letter. A product insert will also be included in all total bilirubin kits until the package insert is updated.

Manufacturer narrative:
(B)(4) - investigation in process, no method, results or conclusion can be chosen at this time. The total bilirubin assay is used for the quantitation of total bilirubin in human serum or plasma. Abbott clinical chemistry total bilirubin reagent, list number 6l45, demonstrated under-recovery on one clinical neonatal specimen resulting in a value less than the assay linear limit. A linear high flag was therefore not generated. The specimen was known to have a bilirubin concentration higher than the linear limit. Testing was performed in-house using total bilirubin lots different from the lot in use by the customer (73038hw00) due to the customer lot not being available for testing at the time. The results of the testing were consistent with the information presented in the customer complaint. Results for controls and standards showed no impact. In rare situations, it is possible that a patient sample with high concentrations of total bilirubin may generate incorrectly depressed results. Additionally, samples with total bilirubin values above 25 mg/dl (428 umol/l) may not be identified (flagged) as having a concentration greater than 25 mg/dl. Customers have been instructed to dilute all samples with total bilirubin results greater than 15 mg/dl (257 umol/l) using the automated dilution protocol (1:5 or 1:10 dilution) as described in the total bilirubin reagent package and report the result obtained with the automated dilution protocol. Affected lots of list number 6l45-20 include: 64047hw00, 64048hw00, 65084hw00, 65088hw00, 69001hw00, 69002hw00, 72016hw00, 73038hw00, 73057hw00, 75036hw00, 76023hw00, 77014hw00, and 79017hw00. Affected lots of list number 6l45-40 include: 69025hw00, 73015hw00, 76038hw00, 77015hw00, and 79019hw00. A correction was reported under 21 cfr 806 to the FDA (B)(4) district on 9 july 2009. Abbott has not received any reports of adverse events related to this issue. An investigation is in process. A final report will be submitted when the investigation is complete.